Event description:
Event description this ventak mini implantable cardioverter defibrillator (ICD) was returned, in the box, for an unknown reason. Cpi analysis found that the ICD was exhibiting premature battery depletion.